Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification and the customer reported issue 'downstream occlusion' could not be reproduced during evaluation. A review of the event history log (ehl) identified multiple 'downstream occlusion!' Messages. The ehl alone cannot confirm the issue as the problem may result from typical use of the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion upon power up at the biomed service department. There was no patient involvement. No additional information is available.